Manufacturer narrative:
The end customer reported the device did not advise a shock during use. Neither the device nor the electronic history record has been returned to assist with the investigation. Additional attempts are being made to gather this information and a follow-up MDR will be filed as additional information becomes available.

Event description:
On (B)(6) 2011, it was reported that during a rescue attempt, a device did not advise a shock to a pt. No rescue attempt or pt details are available.